Manufacturer narrative:
Device evaluation summary: during visual inspection of the device it was observed two creases, one in the anterior view, the other one in the posterior view. Leak testing revealed there was leakage from the valve and a rupture in anterior view measuring approximately less than 0.1 cm. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. During the microscope examination striations were detected in the edges of the rupture consistent with a rupture with a sharp instrument perforating silicone material. A crease/fold failure may be the result of the continuous and sustained stresses to the device. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with saline mentor smooth round moderate profile breast implants 475cc (r) and 425cc (l) and experienced bilateral deflation postoperatively. As a result, the patient underwent removal and replacement with a saline mentor smooth round spectrum, catalog number 3501470, serial number (B)(4) (r) and a saline mentor smooth round moderate profile 275cc, catalog number 3501640, serial number (B)(4) (l) on (B)(6) 2020. This report is for the left side.